Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line was broken at the distal luer lock of a small volume intermate. This was discovered before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured december 4, 2014 ¿ december 5, 2014. The device was received for evaluation. Visual inspection noted that the distal luer lock post was broken in two pieces. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.